Manufacturer narrative:
Customer discarded device and will not be returning it for investigation. No error was found during the digital investigation. The case is a risky planning for which the customer was warned. The guide was not returned. Regular pilot guide - biohorizons: the position of the implants: is as planned by the customer, no changes are made. The matching of the tooth model in the (cb) CT scan: shows a discrepancy, tooth model differs from (cb) CT scan. The order remarks provided to the customer: did warn the customer for a possible issue. The matching of the stone model onto the CT images is uncertain therefore the planning from implants to surgery cannot be guaranteed. Patient or scan movement artifacts are visible in the images. Unclear images can influence the accuracy of the planning and the transfer of the planning to the patient jaw. The stability and fit of the guide might also be affected. Implant(s) 2 is placed partially outside of the bone. Post-op (cb)CT images: rx is available, but is not enough to conclude if the implant position is incorrect. The drill protocol was created: correctly. The use of the drill protocol by the customer: is unknown. The approval of the final design proposal: was not provided by the customer or representative, no approval was needed. Risky planning: yes. The quality of the (cb) CT scan dataset: was not ok, patient movement. The plaster cast was scanned by: dentsply (B)(4) (desktop scanner). The order was planned by the customer. During the ¿design¿ operation: the planning was reviewed, the matching was done and the guide was designed. During the ¿design review¿ operation: the case was reviewed, the matching was adjusted and the case went back to ¿design¿ and ¿design review¿. The approval of the final design proposal: was not provided by the customer or representative, no approval was needed. Quality control was ok.

Event description:
In this event it is reported that surgiguide seated fully and fit in patient's mouth. When using the guide the doctor felt the drill came too close to tooth #6. He feels implant would have hit tooth #6 if he continued. He removed the guide and bone grafted the patient. The patient will return for implant surgery again in 5 months after healing. The doctor threw the guide away and will not be returning it for investigation.